Event description:
It was reported that the atrial lead was fractured due to to clavicular crush and exhibited loss of capture. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4).